Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced high blood glucose. Blood glucose value is 460 mg/dl; customer has not treated. Customer did not contact her doctor; customer has a backup plan. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer did not have a tubing clamp and high pressure test could not be performed. The infusion set was removed and cannula is not bent or occluded. Nothing further reported.